Manufacturer narrative:
Visual analysis was performed on the returned product. The reported difficulties were unable to be tested as the loss of filter was due to using a spartacore guide wire, instead of the barewire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The emboshield nav6 embolic protection system instructions for use (IFU) warns: ¿only use the barewire filter delivery wire. Use of other guide wires will lead to loss of the filtration element or an inability to retrieve the filtration element. The IFU deviation caused the inability to retrieve the filter and need for additional intervention to retrieve the filter. Based on the information provided, the investigation determined that the reported difficulties were user related. The inability to retrieve the filter resulting in the filter coming off the wire and unexpected medical intervention to retrieve the filter appear to be due to attempting to use a non-barewire guide wire. The emboshield nav6 embolic protection system instructions for use (IFU) warns: ¿only use the barewire filter delivery wire. Use of other guide wires will lead to loss of the filtration element or an inability to retrieve the filtration element.¿ there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) along with the popliteal artery. The emboshield nav 6 embolic protection system (eps) and a spartacore guide wire, instead of the bare wire, were used in conjunction with an atherectomy device. There was no resistance during advancement and removal, however, the filter was not able to be retrieved from the anterior tibial artery where it was placed during the procedure as it came off the spartacore guidewire during attempted removal. The filter remained in the patient. A gooseneck snare was used to successfully retrieve the filter into a long sheath. There was no adverse patient sequelae. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 - guide wire / fdw selection incorrect. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.